Event description:
It was reported that: "patient had revision due to dislocation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device kept by hospital. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.